Manufacturer narrative:
Device received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, missing end cap sticker, stained address or serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and was damaged. The customer¿s blood glucose level was 30 mg/dl. The customer was treated with glucagon. The customer states the lip ring was broken off, nothing holds set in place, but the pump does lock the infusion set in place. Troubleshooting was performed for damaged and noticed the reservoir locks in place. The customer declined troubleshoot for low blood glucose. The insulin pump will be returned for analysis.